Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada h11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.